Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mmvticmo 12.6 implantable collamer lens of -13.5/2.0/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. In a subsequent surgery later that day, the lens was exchanged for a shorter length lens due to excessive vault. The problem was resolved. Cause is reported as unknown.